Event description:
It was reported that a motor rate error was experienced.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was cracked on lower left front corner of top case also cracked on right plunger case and missing all the labels on bottom case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced worm coupling, worm gear, motor bracket, lead screw and both clutch halves. The cause of the reported problem was traced to failure of the components. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.